Manufacturer narrative:
Title: the use of modern techniques in percutaneous coronary intervention for bifurcation lesions: a single centre experience year: 2021 reference: 10.1016/j.ihj.2021.11.176 b3: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review titled: the use of modern techniques in percutaneous coronary intervention for bifurcation lesions: a single centre experience. The aim was to assess if recent technological advancements have influenced clinical outcomes for patients receiving percutaneous coronary intervention (pci) for bifurcation lesions at a single high-volume tertiary care centre. From january 2019 through june 2020, specific aspects, procedural results, and therapeutic outcomes in 186 consecutive patients were reviewed. Resolute onyx coronary drug eluting stents were among a number of des stents implanted. At one year, the composite primary objectives were major adverse cardiac events (mace) in the form of death, non-fatal myocardial infarction and, repeat revascularization of the target vessel.